Event description:
Pca pump alarmed that the volume was low, nurse removed that cartridge to replace with new, full cartridge. When the nurse went to waste the "empty" cartridge, she found that it still had 46cc of morphine remaining in the cartridge. Patient was hospice patient and experienced an extreme amount of pain that was not controlled. Providers thought she was receiving morphine at high dose so they were reluctant to give much more doses. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.